Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02103. It was reported that one of the patient ipg scs was inoperable and the other one was eri due to early depletion. Surgical intervention occurred where both were explanted and replaced.